Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during device unpacking, stent strut damage was noted. The physician was unpacking the device and saw that a stent strut of the liberte bms was "stretched". The procedure was completed with another liberte bms. There was no patient contact.